Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a transformer on the processor/bridge/pace board. The processor/bridge/pace board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.